Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related report numbers (including this report): 3025141-2025-00481, 3025141-2026-00001, 3025141-2026-00002, 3025141-2026-00003, 3025141-2026-00004, 3025141-2026-00005, 3025141-2026-00006, 3025141-2026-00007, 3025141-2026-00008, 3025141-2026-00009, 3025141-2026-00010, 3025141-2026-00011, 3025141-2026-00012, 3025141-2026-00013, 3025141-2026-00014, 3025141-2026-00015, 3025141-2026-00016, 3025141-2026-00017, 3025141-2026-00019, 3025141-2026-00020, 3025141-2026-00021, 3025141-2026-00028, 3025141-2026-00029, 3025141-2026-00030.

Event description:
It was reported by an acumed distributor that they have received 25 reported incidents of the 1.5mm hex driver tip, locking groove fracturing intra-operatively within roughly one month. The surgeries were only able to proceed because an additional backup driver was available. In all instances, there has been no adverse consequences reported to the distributor.